Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was in the ICU for high blood glucose and diabetic ketoacidosis. The customer ran out of insulin and fell asleep during the fill tubing process; he may have gone several hours without insulin. He woke up to a blood glucose of 651 mg/dl since he is a type 1 diabetic, and went to the hospital. He was placed on insulin drip and his blood glucose decreased to 62 mg/dl. The patient was released from the hospital; he then returned with a blood glucose in the 400 mg/dl range. Troubleshooting was initiated to inspect the insulin pump for anomalies. The drive support cap appeared normal. There were no air bubbles in the tubing either. A manual prime was successfully run. The customer was unsure if his basal rates were accurate; however, his bolus history was accurate. A high pressure test was performed and the insulin pump passed. The nurse was advised that the device was working as designed. No products were returned or replaced.